Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing pain at the ipg site. As a result, surgical intervention took place on (B)(6) 2020 wherein the patient had their ipg explanted.

Manufacturer narrative:
The returned implantable pulse generator (ipg) passed all functional testing. The reported incident of pain at the ipg site cannot be confirmed via device analysis alone. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.